Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was no label or missing label information. This event occurred 60 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, the tube did not have a label."